Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia after she got her replacement insulin pump. The customer blood glucose level was 430 mg/dl at the time of incident and current blood glucose value was 132 mg/dl. The customer was declined to troubleshooting. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.